Event description:
Synovitis [synovitis]. Joint effusion both knees [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a 82 year old female patient, initials unknown, with osteoarthritis (kellgren-lawrence grade 4 and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with synvisc (first course in 1998), age (B)(6) at that time and experienced synovitis (on (B)(6) 1998). On (B)(6) 2001, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection (second course) in both knees, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the patient experienced synovitis in both the knees. On unspecified dates in 2001, 30 cc of clear yellow fluid was aspirated from left knee and 18 cc of clear yellow fluid was aspirated from right knee. On unspecified dates in 2001, the patient received treatment with celestone (betamethasone) at a dose of 2 cc (frequency not provided) for synovitis and joint effusion. On (B)(6) 2001, the patient recovered from the event of synovitis of both knees. On (B)(6) 2001, the patient received third injection of second course in left knee. On (B)(6) 2001, the patient underwent total knee replacement (left knee). The outcome for the event of total knee replacement and knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis was assessed as moderate. The intensity for the events of total knee replacement and knee effusion was not provided. The reporting physician assessed the relationship between synvisc the event of synovitis as definitely related and assessed the relationship between synvisc and total knee replacement as unrelated. The causal relationship between synvisc and knee effusion was not provided. Follow-up information was received on (B)(6) 2013 and the patient initials were reported (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.